Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: to ensure the bt1 component was fully charged the pump was exercised for 24 hours on a 1 unit per hour basal program. After 24 hours the battery was removed for 6 hours. Bench testing confirmed when the battery was reinserted after 6 hours without power the time and date reset to 12:00am (B)(4) 2007. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking. A 29 hour flow accuracy test was executed; pump passed and was found to be delivering within the specified range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The patient reported that the time and date were resetting with battery changes. This issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the time and date reset after battery changes and that she has been experienced erratic blood glucose (bg) between 52mg/dl with sweating and inability to concentrate and 303mg/dl with no signs or symptoms. The patient reportedly bolused to correct elevated bgs and ate carbohydrates to correct low bgs. The patient was unsure what the date was that the pump was resetting to but the current date on the pump was showing as (B)(6) 2007. The reported bg elevation does not meet criteria for a serious injury. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy potentially related to the time and date being incorrect.